Event description:
Because the medtronic infuse that was implanted inside of my back, I began to have serious problems. Some of the problems include pain, mental anguish and having to undergo a follow-up surgery.